Event description:
It was reported that the intra-aortic balloon (iab) was prepped by attaching a one-way valve and aspirating twice inside the tray to deflate the balloon and remove it from the tray straightly and holding closely. Shortly after being removed from the tray, the user attempted to insert it into the sheath introducer. However, at that time the balloon caught inside the sheath and could not be advanced. Both the sheath and iab were removed together and a new kit was opened. The same kind of 30c iab tray and the catheter was inserted without difficulty. There were no reported patient complications and they stated that they followed the instructions for use. Additional information received on 3/2/2010 from the distributor stated that the same insertion site was utilized when replacing the iab as they were able to keep the spring wire guide (swg) in place. There was some bleeding reported from the insertion site, but no excessive blood loss.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.